Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard soft mesh on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the bard soft mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention. However, no details have been provided. No lot number has been provided. Therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2020) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard soft mesh on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the bard soft mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of bard soft mesh (device #1). Per op notes, "a bard soft mesh (device #1) was placed t the midline pubic tubercle using tacks." (B)(6) 2023 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device #2 & #3). Per op notes, "two perfix plugs & patch (device #2 & #3) were placed into the inguinal ring. And sutured in place." (Note: the previously placed bard soft mesh (device #1) was not seen during this procedure).